Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1033 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the PICC was leaking from one of the access ports. No other information was provided. Device was used on a patient, no harm reported. The device was removed and a new device was placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however a leak was observed just within the distal end of the luer connector of the red lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was somewhat smooth but exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of both the red and purple lumens was observed to be attached to the luer connectors at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebs1033 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the PICC was leaking from one of the access ports. No other information was provided. Device was used on a patient, no harm reported. The device was removed and a new device was placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however a leak was observed just within the distal end of the luer connector of the red lumen. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was somewhat smooth but exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of both the red and purple lumens was observed to be attached to the luer connectors at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebs1033 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the PICC was leaking from one of the access ports. No other information was provided. Device was used on a patient, no harm reported. The device was removed and a new device was placed.